Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed a couple pump errors. The customer's glucose levels were unknown at the time of incident. The customer states he checked alarmed history and found pump errors. Customer was assisted with trouble shooting, customer was advised to program a normal bolus into the air to determine if delivery is successful. Bolus amount was recorded in the daily history. It was advised to discontinue the use of the pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. Insulin pump was returned for pump error. Format history file analysis confirmed pump error (variable 9) due to software error. Pump errors confirmed on formatted history download file due to software error. Unit was received with cracked retainer, scratched case, broken belt clip rails and minor scratched lcd window.